Event description:
It was reported that during a da vinci-assisted sp system surgical procedure, the energy shield monitor (esm) box had not been working and its lights had all been off. The customer power cycled, after which an error 323 on the esm had appeared. The customer was asked to perform a hard power cycle of both the system and the esm box, but this had not been done because they had been near the end of the procedure. The procedure was continued with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the energy shield monitor (esm). The system was tested and verified as ready for use. Isi has received the esm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.